Event description:
Additional information received on (B)(6) 2019: the procedure being completed was a soft ureteroscopic lithotripsy.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation- a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted the device was returned with the handle and the basket formation in the closed position. The mlla (male luer lock adapter) and the collet knob were tight. The polyethylene terephthalate tubing (pett) measured 3.5 cm. The support sheath was noted to be bent at the nose of the mlla. The basket sheath was found to be kinked 22.5 cm from the mlla and 11.7 cm from the distal tip. Functional testing of the device found that the handle could open the basket formation. When the handle was in the closed position, a small gap was noted in the closed basket wires. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that would open but not fully close. When in the closed position, there was a small gap in the closed basket wires. Sheath damage was noted: the basket sheath was kinked in two locations and the orange support tube was bent. The damage to the sheath was preventing the basket from fully closing. All devices are inspected for functionality and damage prior to packaging. The provided information states the issue was discovered before use. It is possible that the sheath of the device was damaged during unpacking and/or subsequent handling, but there is not enough evidence to conclude that the cause of the issue was handling related. The cause for the failure of the basket to fully close could not be conclusively determined. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to an unknown procedure the user tested a ngage nitinol stone extractor and found that it could not be closed. There was no use of the complaint device on the patient. The end user then changed to another same device to complete the procedure. No adverse effects to the patient were reported due to this occurrence.